Manufacturer narrative:
(B)(4): the customer reported that there was a failure of the power supply and that the battery was exhausted. No adverse impact was reported for the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a failure of the power supply and that the battery was exhausted. No adverse impact was reported for the involved pt.